Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that matches the manufacturer report number. The importer received a copy of voluntary medwatch user facility report from the user facility on 09/26/2016. The device was reportedly was not available for manufacturer's investigation. Investigation of the production record could not be performed as no lot information was available. Several attempts were made to obtain complete event information; however, no additional information was obtained. Although the device investigation and lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, it is presumed that pulling and rotational force exceeding the product's design limit might be inadvertently given to the microcatheter while the distal portion of the microcatheter tip had been trapped by the target lesion or the vessel. Warnings section of the IFU states: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.)

Event description:
User facility report was received from the us distributor on september 27, 2016. Reportedly, during pci procedure for an unidentified lesion, the distal tip of a microcatheter became separated and embolized into distal om1branch without compromise of the flow in the om branch. Further information was requested to the user facility but no additional information was obtained.